Manufacturer narrative:
The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a supplemental report will be submitted.

Event description:
The customer reported to olympus the single use aspiration needle na-u401sx perforated the sheath. The reported issue occurred during a therapeutic endobronchial ultrasound (ebus) procedure during the ejection of the biopsy specimen. The procedure was subsequently completed with a new unspecified ebus needle. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged sheath could not be determined. The insertion portion was buckled at approximately 10 mm from the distal end. There was a deformation of the coil sheath and a hole in the outer tube. The tip of the needle was deformed. It is possible that the needle tube penetrated the sheath because the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs, the scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue and caused the sheath to bend, the tip of the needle was caught in the bent area of the sheath when the needle was extended with a bent sheath, or the needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. ·do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break.¿ olympus will continue to monitor field performance for this device.